Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module does not accurately recognize the volume of fentanyl. The customer then reported that "the original equipment and syringes were not presented by the nursing staff that had the issues observed. The pcu and syringe pump that were sent in (to manufacturer) with the syringe were the ones that was able to duplicate the observed issue the nursing staff had." There was patient involvement but no harm.

Event description:
It was reported that the syringe module does not accurately recognize the volume of fentanyl. The customer then reported that "the original equipment and syringes were not presented by the nursing staff that had the issues observed. The pcu and syringe pump that were sent in (to manufacturer) with the syringe were the ones that was able to duplicate the observed issue the nursing staff had." There was patient involvement but no harm. Additional information was received from bd sr. Clinical consultant. Per report, the following information (bd clinical consultant's findings) was shared with the customers: 1. Syringe label may be impeding the sensors on the syringe module. 2. Kvo feature is currently enabled by the hospital for the pediatric 3.0 ¿ 20 kg and the pediatric >20 kg profiles. The hospital's current configuration will reserve 5% of the capacity of the syringe and deduct that from the volume to be infused (vtbi) shown available on the screen. In the following example, bd clinical consultant described what would happen with a 50 ml syringe: kvo enabled and volume adjust set at 5% of container volume. 50ml syringe used; therefore, volume adjust is 2.5ml. Total volume in the syringe after priming (example is 0.5ml prime volume) is 49.5ml. Kvo will reserve 2.5ml, therefore the all vtbi will display as 47ml. Kvo rate will start at volume infused of 47ml (when vtbi reaches zero and will end at 49.5ml. Kvo alarm will change to syringe empty alarm at 49.5ml. In this case, the clinician would see 49.5 ml (after priming a 0.5 ml extension tubing), however the pump would only show 47 ml available. This is because the pump will reserve 2.5 ml (or 5% of the capacity of the 50 ml syringe) for the kvo. In addition, once the vtbi reaches ¿0¿, the rate will change to the set kvo rate of 2.5 ml/hr. If the programmed rate is infusion faster. Additionally, once the nurse presses silence, the alarm will ring again after 2 minutes (and every 2 minutes after the silence is pressed). Bd clinical consultant provided the following recommendations to the customer: 1. Syringe label: reviewed some strategies to avoid impacting the sensors including tenting the label so that it does not cover the numbers on the syringe and can be placed in the pump so the label sticks out between the syringe barrel clamp and the body of the syringe module. 2. Syringe kvo: please consider disabling this setting for all profiles areas impacted that want to ensure all drug/fluid is delivered. 3. Near end of infusion (continuous): consider enabling this setting for any profile area that gives continuous infusions on the syringe module and, where you need an alert prior to the syringe emptying. This alert can be set to alert from 1 ¿ 60 minutes before the end of the infusion. When the neoi alarm alerts, the alarm can be silenced by pushing the silence button on the pcu. It will not alert again until the end of infusion (vtbi reaches ¿0¿). If your unit(s) do not need an alert for any continuous medications, this does not need to be enabled. The clinician will always get an end of infusion alert when the syringe is empty. Please consider that the nicu nurses for neonates < 3 kg have not had the kvo or neoi alerts enabled.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.